Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s bladder. However, no fragments remained inside the patient since they were reportedly retrieved during a transurethral cystoscopy procedure. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.